Event description:
The customer reported that the 26.7003, 90mm small joint probe, 70 degree, device was being used on 17jun24 during a wrist arthroscopy procedure when it was reported ¿broken of palpator tip during wrist arthroscopy procedure.¿. Further assessment questioning found that ¿the piece was not in contact with the body, nor was it inside. It broke off and was promptly removed from the patient.¿ there was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
Correction: d1 brand name was updated from 90mm small joint probe, 70 degree to conmed. Manufacturer narrative: the device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. A two-year lot history review cannot be conducted as a lot number was not provided. A device history review (DHR) cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to inspect instrument prior to use to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. Exercise care in the use of the device to minimize side or bending loads. Do not use excessive force on instruments to avoid damage or breakage during use. Avoid unintended contact with other surgical instruments during use to prevent damage or breakage. Instrument is designed for use by surgeons experienced in the appropriate specialized procedures. It is the responsibility of the surgeon to become familiar with the proper techniques for use. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the 26.7003, 90mm small joint probe, 70 degree, device was being used on 17jun2024 during a wrist arthroscopy procedure when it was reported ¿broken of palpator tip during wrist arthroscopy procedure.¿ further assessment questioning found that ¿the piece was not in contact with the body, nor was it inside. It broke off and was promptly removed from the patient.¿ there was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.